Manufacturer narrative:
One 72201491 ultra-fast-fix assembly curved needle device returned. The complaint indicated that ¿when deploying t1, t2 was deployed simultaneously¿. The blue split cannula was not returned. The depth limiter was returned, trimmed to the surgeon¿s preference. T1, t2 and balance of suture were returned located within the delivery needle, although the suture has been disturbed during trimming of the depth limiter. This is a manually cycled device. The anchors are manually advanced and then released by stripping off of the needle tip one at a time. There would be no "simultaneous deployment". Functional test manually advanced t1 and t2 into proper location. T1 situated itself at the tip of the needle, was successfully stripped off followed by t2. Simultaneous deployment could not be confirmed. There is no manufacturing cause related to support this complaint. Device returned.

Event description:
It was reported that when deploying t1, t2 was deployed simultaneously. Backup was used to complete the surgery. No patient injuries were reported.